Event description:
Reporter indicated a vns patient was having increased seizures and the generator was not at end of service. Generator replacement surgery is planned. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Product analysis was completed on the returned generator. The generator performed per specifications and was not at end of service. Reporter indicated the generator was replaced due to the increased seizures and age of the device (8 years).